Manufacturer narrative:
The initial reported event was received on (B)(6) 2011 of note, the report of infection is normally submitted via an asr that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died. It is unclear how long after the infection and explant that the patient died as there are no dates listed for either. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for asr reporting and is therefore being submitted as a 30-day report. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the full lead in segments was returned and analyzed and no anomalies were found. (B)(4): the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation had cosmetic cut, the inner tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and the lead was flexed, within five centimeters of the anchoring sleeve. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) was returned from an unknown source. The device system was removed due to infection. Information identified in the manufacture's data base indicated the patient is deceased and died. It is unknown how long after the system was removed that the patient died. In addition the right ventricular lead was returned, analyzed, and subsequently tested out of specification. A cause of death has been requested and not received.